Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video-assisted thoracoscopic surgery procedure after the surgeon fired the stapler he observed the staple line and it had cut and partially stapled. They used another reload and the staples did not deploy. Surgeon was concerned about the integrity of the staple line. They used another like device to complete the procedure.